Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 29.7 cm. An external insulation abrasion, breaching the rv and svc cable lumen was noted 13.2 to 13.5 cm from the connector pin, consistent with friction to the device can. The etfe cable coating was normal in this region. No electrical anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.